Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Section b2: exact date of death is unknown and is estimated to be (B)(6) 2021 based on when the driveline was last disconnected in the log file. Manufacturer's investigation conclusion: there were incidental findings of the log file which found a pump stop event that was consistent with an electrostatic discharge (esd) event. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrest could not conclusively be established through this evaluation. Analysis of the log files provided by the account confirmed pump stop events that appeared to be associated with the disconnection of the driveline; however, a specific cause for the disconnections cannot be determined. Additionally, the evaluation of the submitted log files also revealed a transient pump stop that appeared consistent with an electrostatic discharge (esd) event. It was reported that the patient experienced cardiac arrest and the events before the cardiac arrest were unclear. The patient was found on the floor of the bathroom with the driveline disconnected from their primary controller. The system controller event log files collectively contained data from (B)(6) 2021. On (B)(6) 2021 at 15:43:57, the driveline was disconnected, resulting in a pump stop for approximately 23 minutes. Following the event, the driveline was reconnected at 16:07:24 and the pump ramped up to its set speed and operated as intended until 16:09:01, when the driveline was ultimately disconnected. It was noted that the patient connected to another controller and the clock was not set until approximately 18 hours afterward, on (B)(6) 2021 at 09:35:46. The pump operated as intended at set the set speed until (B)(6) 2021 at 14:20:39, when a pump stop event was captured, that lasted for approximately 3 seconds. During the event, the pump speed reduced to 0 rpm and the low speed, low current, low flow, and pump stop faults were activated. This pump stop did not result in any alarms, and the pump appeared to ramp up to the set speed without issue following the event. Based on previous complaint history, this pump stop appears consistent with an esd event. Following the esd event, the pump operated as intended until (B)(6) 2021 at 15:51:06, when the driveline was ultimately disconnected. Multiple requests for additional information regarding this event, as well as the product to be returned, were sent to the account; however, no further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12mar20219. The heartmate 3 lvas instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 lvas. Both the IFU and patient handbook outline all system controller alarms as well as the appropriate actions associated with them and warn that disconnecting the driveline from the system controller will result in a loss of pump function. The patient handbook explicitly states, "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." The IFU explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency) and states that both the patient and primary caregiver must be able to repeatedly demonstrate ability to successfully complete connection of a driveline to the pocket controller in a timely manner. The IFU explains that strong static discharges should be avoided. The patient handbook also warns not to touch the television or computer screen, and not to vacuum or engage in activities that create static electricity. This handbook also explains that a strong electric shock can damage electrical parts of the system and cause the pump to stop. Electrostatic discharge is included in the safety testing and classification tables of both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Reference manufacturer report number: 2916596-2021-01350. It was reported that the patient experienced cardiac arrest. The preceding events were unclear. Reportedly, the wife found him on the floor of their bathroom with the driveline disconnected from the primary controller. Of note, the vad coordinator reported that while downloading data from the primary controller (still attached to the patient) there were multiple error messages encountered on the screen despite trying different cards. The information from the backup controller was downloaded without issue. Technical services (ts) reviewed the log file and observed pump stop events. Ts explained that these events appeared to be caused by the driveline being disconnected twice. The first pump stop occurred on (B)(6) 2021 from 15:43:57 to 16:07:23, and the second pump stop occurred on (B)(6) 2021 from 16:09:01 to 16:16:12. There was a no external power alarm active during the second driveline disconnect, at which time the emergency backup battery (ebb) was drained. Ts said that it was caused by the controller being removed. Additionally, it was reported that the patient ultimately passed away.